Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was wound dehiscence noted on the implant site that later was confirmed as a pocket infection. The device was explanted to resolve the event and the patient was stable with no adverse consequences.